Event description:
It is reported that the device was implanted in 2006. Patient is currently experiencing pain and, surgeon has recommended a revision surgery, which has not been scheduled yet.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The device was in vivo for approximately 2.5 years. Surgical intervention is planned but, not yet scheduled. The patient age, height, weight, and activity level is unknown. Factors which may contribute to acetabular loosening pertaining to m/l taper stem may be one or a combination of the following mechanisms: improper neck length and offset, misalignment of femoral stem/neck assembly, extent of missing connectivity between stem/neck/head interfaces, impingement, or patient activity however, a definitive cause can not be conclusively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.